Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01609, 01611.

Event description:
Allegedly this product was removed during the revision of another component. Per medwatch report # (B)(4), "we suspect from looking at the radiograph that the tibial component, which was sized to match the femoral component, is fixed both to the tibia and the fibula and in this region the fibula may be 'loose' from the cemented component and the stem from the component appears to be very firmly placed. We have made a custom tibial component which can accept polyethylene inserts with a size 2 locking detail, but a size 4 articulation detail. We have offered the patient operation to change the proximal tibial component."

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.